Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and observed air bubbles in the infusion set tubing. The blood glucose reading was 556 mg/dl. The customer stated that he felt no symptoms of high blood glucose and no alarms had gone off. He reported that he had last bolused during lunch and decided to check his blood glucose reading, upon which he discovered the blood glucose had risen by 200 mg/dl. During troubleshooting, it was found that insulin exit the tubing and no leak was observed. By the end of the call, the blood glucose reading was 500 mg/dl. Advised the customer to call back to complete troubleshooting. Nothing further reported.